Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (025214) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient feels his vision in the left eye has gotten progressively worse post bilateral lens surgery. Reportedly, superior haptic appears vaulted anteriorly and inferior haptic posterior (z-syndrome) in the left eye. According to the surgeon, "reading" was the likely cause of the event. The patient prognosis and treatment were described as, "excellent - considering yag vs. Specs." This report references the left eye.